Event description:
The technician alleged the brakes on the foot end of the bed are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake and brake steer casters to resolve the issue.